Event description:
Consumer called to report inaccurate readings on her plink meter. Analysis run on clark error grid using lab readings (511) as ref. Point vs. Bd readings (43) yielded data points in the e range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.